Manufacturer narrative:
H2: additional information was received and updated in sections a and b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The issue occurred during a t8-l4 posterior instrumented fusion. The site had to perform a re-spin after the first side of screws was in. The site placed the first side of screws and went to do the second and the navigation was inaccurate. Another spin was performed and they placed the other side of screws. All screws were accurate. The accuracy on the spinous process and transverse process was not accurate.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, version #: 2.1.0, h3: a medtronic representative went to the site to test the equipment. There were no issues noted and the system functioned as intended. H6: codes b01, c19, and d14 are applicable to the system checkout. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that the site experienced an alleged inaccuracy while in surgery. The surgeon had registered the patient using an imaging system spin, placed screws along the right side and was about to place screws on the left when the surgeon noted the navigation was off by a few mm to the right. Surgeon verified this by navigating to an anatomical landmark. The site took another registration spin and was able to continue. The length of delay in the procedure and patient impact are unknown.